Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and the monopolar distal clevis was found to be broken. The broken piece was still attached to the instrument. The grip tip cable, the pitch cable and the conductor wires were not broken. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook (pch) instrument was observed to have a broken cable. The procedure was completed with no reported injury.